Event description:
During a diagnostic procedure, the dr observed a suspicious area in the proximal rca. IV ultrasound was selected to explore the area. A binding issue occurred with the catheter during prep. The dr was successful at resolving this issue and thus proceeded to use the catheter. The issue occurred again invivo. Attempts to resolve the issue were done by flushing the catheter. At this point, a clot travelled downstream, resulting in a compromise of the pt's hemodynamics. Medical and surgical intervention were performed (insertion of iabp and CABG) to treat the pt. Reportedly, the catheter was invivo for a prolonged period of time in an attempt to respond to the binding message. The catheter was discarded at the hosp.